Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a family member the device and lead were removed approximately six months after implant due to a malfunction. A request for additional information was made but not received. No patient complications have been reported as a result of this event.